Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. Customer¿s blood glucose level was 32 mg/dl at the time of incident. Customer also reported that the insulin pump had replace battery alarm and received low battery alarm prior to replace battery alarm. Customer stated that the battery cap was damaged. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.